Event description:
It was reported that one day post-op, non sustained lead noise due to myopotential oversensing was observed. The oversensing was reproducible with deep breathing. Programming change was made and the patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.